Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The last recorded blood glucose was 398 mg/dl. Prior to the hospitalization, it was stated that the insulin pump was alarming no delivery. It was also stated that the plunger on the reservoir was stiff, and that the insulin in the vial was not clear. Troubleshooting was performed and the insulin pump passed the prime test and the self-test. All the programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.